Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to patient identifier (B)(6). The device was not returned. Attempts were performed to obtain additional information, but no response was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "utility of a passive bending colonoscope for endoscopic retrograde cholangiopancreatography in patients with surgically altered anatomy". The utility of a passive bending colonoscope (pbcs) in endoscopic retrograde cholangiopancreatography (ercp) for patients with surgically altered anatomy has not been established. This study compared the outcome of pbcs-ercp and balloon-assisted enteroscope (bae)-ercp. This multicenter observational study included 343 patients with surgically altered anatomy who underwent ercp. Among these, 110 underwent pbcs-ercp and 233 underwent bae-ercp. Propensity score matching was applied, and a final cohort of 210 (105 in each group) with well-balanced backgrounds was analyzed. The primary outcome was the success rate of reaching anastomosis or ampulla of vater. Secondary endpoints included the cannulation success rate, completion rate, procedure time (to reach, cannulate, complete), and adverse events. In this study, cf hq290zi and pcf pq260l (olympus medical systems, tokyo, japan) were used as pbcs. The success rate for reaching the target was 91.4% (96/105) with pbcs and 90.5% (95/105) with bae (odds ratio [95% ci] 1.12, [0.44¿2.89], p = 0.809). The mean time required to reach the target was significantly shorter in pbcs: 10.04 min (sd, 9.62) with pbcs versus 18.77 min (sd, 13.21) with bae (p < 0.001). There were no differences in the success of cannulation or procedure completion, although the required times for cannulation and procedure completion were significantly shorter in pbcs. The incidence of adverse events was significantly higher in bae (19.0%) than in pbcs (4.8%; p < 0.001). In patients with surgically altered anatomy, pbcs-ercp showed promising results with shorter time to reach, cannulate, and a lower incidence of adverse events compared with bae-ercp. The success rate of reaching was favorable through pbcs compared with bae. Type of adverse events/number of patients. [Pbcs group] mild cholangitis - 5 [bae group] cholangitis - 16 (mild 13, moderate 3) pancreatitis - 3 (mild 1, moderate 2) perforation - 1 (severe).